Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level. The customer had blood glucose level of 530 mg/dl at the time of incident and also had level of 538 and 500 mg/dl. The customer treated high blood glucose with syringe. The customer received recurring insulin flow blocked alarms on insulin pump. The customer experienced symptoms such as nausea. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated they have tried all remedies and do not want to troubleshoot. High pressure test was performed and insulin pump passed that test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature was off on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).